Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported compact plus blood glucose results of 440 mg/dl, 187 mg/dl, 256 mg/dl, and 192 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.